Manufacturer narrative:
The pod was received fully deployed. The pod data showed the device ran for more than 200 pulses and completed immediate boluses outside of the priming sequence. No damages or deficiencies to the needle mechanism were observed that would result in a failure of the needle mechanism. No damages to the environmental seal or bottom housing were observed. The needle mechanism was manually reset to a non-deployed state, and then redeployed using the lock and load fixture. The needle mechanism was observed to deploy as intended. No problem was found. The pod was received fully deployed. No damages or deficiencies to the fluid path or needle mechanism were observed that could have contributed to the reported improper insertion of the cannula. No damages to the environmental seal or bottom housing were observed. The exact cause of the reported improper insertion of the cannula could not be determined. The exposed portion of the soft cannula was observed to be kinked. The timing and cause of this damage is unknown. Despite this damage, fluid was able to travel the complete fluid path.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.5 smartphone hardware: iphone16.2 cgm sensor type: g6.

Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. The cannula was visible but the did not inert into the site properly.